Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device's log file showed the device has recorded training battery was inserted throughout the log files. Device did not record a new battery until the device arrived at zoll chelmsford. Training batteries are not meant to be used in clinical events. Critical error mcu self-test timeout was observed four times from 10/02/25 to 10/24/25. The report of the intermittent power issue was not observed during evaluation. Device successfully passed all functional testing without any issue. Device powered on and off without any issue. No fault was found regarding the no power issue. Due to critical errors observed the main pcb was replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been received at zoll for evaluation.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.